Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging cable broke and a piece became stuck in the usb port. Reportedly, the customer was able to remove the broke piece from the port and continued using the pump for insulin therapy. Customer's blood glucose level was 200 mg/dl.